Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The suction hose was disconnected from the rear of the device. The hose was reconnected and unit returned to service. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a malfunction resulting in the loss of maximum suction during service. There was no report of patient involvement.